Event description:
The explanted device together with the device explantation report form (derf) were received at hq. According to the information in the derf the user was explanted due to a loss of function of the device after experiencing a trauma to the head.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device together with the device explantation report form (derf) were received at hq. According to the information in the derf the user was explanted due to a loss of function of the device after experiencing a trauma which was later clarified to have been when he hit his head on the car while getting into the vehicle in (B)(6) 2021.

Manufacturer narrative:
Conclusion: the hit to the head described in the recipient report appears to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.